Event description:
Customer's 2pm blood glucose reading = in the 200'smg/dl. Customer dosed with insulin. At approximately 6pm, customer found unconscious in living room. Family member tested blood glucose on customers device = 35mg/dl. Paramedics were called. Customer's blood glucose on paramedics device = 20mg/dl. 2 vials of glucogon were administered. No controls were in used. A request was made for the return of the suspect device and replacement product was sent.